Manufacturer narrative:
Note: initial MDR 1317056-2016-00016 was originally submitted through the usps on 01/26/2016. It was returned to angiodynamics by the FDA for electronic re-submission. This report represents the information from the original initial submission as well as the follow-up investigation. The device history records for the lot obtained through the ship history report (packaging lot) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The (B)(6) 2016 angiodynamics complaint report was reviewed for va insertion kits {va accessories} product family and the failure mode "guidewire fractured." No adverse trend was identified. It cannot be determined if the guidewire was used in accordance with its labeling since no sample was returned for evaluation. The directions for use supplied with the device contains the following: "precaution: if guidewire must be withdrawn, remove the needle and guidewire as a single unit. Advance the 0.018 inch (0.46 mm) guidewire through the needle." And "caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire." The distributor's reported complaint description cannot be confirmed as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The guidewire accessory is supplied to angiodynamics by the supplier neometrics. Neometrics has been notified via a supplier corrective action report (scar) for informational purposes only. (B)(4). Device not returned to manufacturer.

Event description:
As reported by angiodynamics' distributor in (B)(6), "a case of angioplasty was scheduled by dr. (B)(6) and while inserting the stainless steel wire half way, the wire broke." The patient's condition was reported as "stable."

Manufacturer narrative:
The investigation into this event is ongoing. Upon completion of the investigation, a supplemental medwatch will be submitted.

Event description:
As reported, by angiodynamics' distributor in (B)(6), "a case of angioplasty was scheduled by dr. (B)(6) and while inserting the stainless steel wire half way, the wire broke". The patient's condition was reported as "stable". No information on the device part or lot number was provided, and angiodynamics is working to obtain that information from the distributor.